Event description:
It was reported that the individual experienced multiple occlusion events during normal use, resulting in several infusion sites needing to be changed earlier than expected. Due to these early changes, the individual anticipated being short on supplies because additional supplies could not be immediately provided through their usual durable medical equipment source. A request was made for supplemental supplies, including infusion sets, connectors, cartridges, and syringe and needle tips. During follow-up, the individual reported that blood glucose levels were affected by the occlusion events, with levels rising to over 400 mg/dl while the individual was away from home. The individual reported feeling unwell and experiencing vomiting during the event. The infusion set and insulin cartridge were replaced, after which the device resumed insulin delivery as expected. The individual stated that it took approximately one to two hours for blood glucose levels to stabilize. No issues were observed with the infusion set upon removal. The individual confirmed that blood glucose levels remained outside the target range for a couple of hours. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. The individual did not receive professional medical intervention or other assistance. Vomiting was reported as an immediate health effect, with no additional adverse effects noted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.